Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) unit is warm .there was no patient involved.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer(fse) evaluated unit. Fse found no over-temp alarms, both fans were clean and running and the compressor passed all tests. There was no problem found. Fse performed a full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer.